Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shuts off all of a sudden on its own on multiple occasions. Customer¿s blood glucose was unknown. Customer stated that the insulin pump was fractured near upper right corner of the display screen and insulin pump was louder when rewinding. Customer also stated that the insulin pump had battery life was diminished. The insulin pump will not be returned for analysis.